Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported that the insulin pump did not alarm that the cannula was not working. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 305 mg/dl at the time of call. The customer stated that the blood glucose also dropped low 38 mg/dl. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they treated the low blood glucose with food. The customer stated that the drive support cap appeared normal. The customer stated that there were no setting issues found. The customer performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.